Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97745, product type: programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was constantly charging their implantable neurostimulator (ins) and the controller throughout the day. Prior to the call, the patient stated she charges the controller to 100%, then she would charge the ins fully, then the controller would need to be recharged again as well as the ins after the controller was done charging; the cycle repeated constantly. The patient stated that she went and saw their healthcare professional (hcp) office and a nurse told them that the frequent charging was normal. It was noted that the patient charged their ins to 100% full and these issues were discovered about a week after implant in (B)(6) 2019. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to look at reprogramming to extend the battery life between charges. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.